Event description:
According to the reporter: occurred during a pharynx rebuilding. The suture is absorbable. More than one defective device was involved in the case, all of the same product ID and lot number. There was temporary injury caused resulting in salivary fistula and neck abscess. The problem caused tissue damage which was resolved in a surgical toilet in an attempt to reconstruct the pharyngeal breach. An additional operation was performed to correct the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.